Event description:
The patient received two trial leads with the same lot number. It was reported, the patient went to the emergency room the day after the implant for weakness throughout his body. The patient was admitted and received a spinal tap to remove csf from his body; the trial leads were removed the same day. It was reported the patient had been receiving this bi-weekly treatment prior to the implant, but the physician was unaware until the hospitalization. The physician reported the issue was not likely to be due to the device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.